Event description:
It was reported that when the catheter was attempted to be inserted into the stem of the catheter connector, the connection was loose. Therefore, the catheter was cut and reconnected, the procedure was completed. There was no reported patient injury. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.